Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to aseptic loosening femur and other indication for revision revision njr number:(B)(4). Side:r primary asa: p4 - life threatening disease